Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07k78-74 that has a similar product distributed in the us, list number 7k78, with 510k number k983424.

Event description:
The customer reported a false positive architect total b-hcg result generated on the architect i2000sr analyzer. The following data was provided (reference range: </= 5 miu/ml negative): sid (B)(6): initial hcg result = 117.3 miu/ml repeat hcg result = < 1.2 miu/ml there was no impact to patient management reported.